Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump had pump error. Customer¿s blood glucose at time of incident was 41 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Troubleshooting was declined for low blood glucose. The customer reported that they had performed the self test and the test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected insulin pump alarms noted during testing.